Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10121174. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10227574. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10381160.

Event description:
It was reported in medwatch reports [mw5187477; mw5187478] that one of the patient's leads fractured and broke inside the patient. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue. It is unknown which lead fractured.